Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the executive processor board to address the issue. The fse tested the unit with (B)(4) technician and tests passed. The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a communication issue with the network; the ethernet was no communicating. It was later clarified that the cardiosave was not communicating with (B)(4) his through the ethernet port. No adverse event was reported.